Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display while changing the battery. Customer stated that the insulin pump was neither bumped nor exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was assisted with troubleshooting. Customer was advised to insert new battery and display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test.